Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was involved in a vehicle accident due to low blood glucose. Paramedics were called and she was hospitalized due to low blood glucose. The blood glucose reading was 29 mg/dl at the time the paramedics arrived. Nothing further was reported.